Event description:
The customer reported experiencing discrepancies in the sensor glucose readings and her blood glucose measurements. The customer's blood glucose was 67 mg/dl, which she treated with juice. The sensor had a reading of 80 mg/dl while the customer's blood glucose was 45 mg/dl. Another reading was 60 mg/dl when her blood glucose was 100 mg/dl, and a third reading was 74 mg/dl when her blood glucose as at 67 mg/dl. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.